Event description:
It was reported that on (B)(6) 2004, the patient underwent unspecified posterior surgery using rhbmp-2/acs. Reportedly, the surgeon ¿modified a pc of screen and basically stuffed it in [the] hollow disc.¿ patient did well for 6 months, then ¿slowly all the old symptoms started returning.¿ patient reports that his symptoms are all worse than they were before his surgery. Patient reports having 18 out of the 20 symptoms listed in attorney¿s advertisements. Reportedly, the patient has all of the symptoms except for death and cancer. Patient has numbness in both arms, bone growth in other parts of the body. Patient reports having one ¿blown¿ disc and one ¿torn¿ disc above and below his surgical site. In (B)(6) 2008, the patient underwent surgery on the left shoulder and to remove 7-8 pcs of new bone growth and have 1/8" of the collar bone shaved off. Patient attempted suicide, but was unsuccessful. Patient reportedly needs to have a ¿nerve test¿ due to his new symptoms of both arms going completely numb. Patient is a self-reported ¿functioning drug addict.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent posterior lumbar spinal fusion procedure at l5-s1 using rhbmp-2/acs. Post-operatively, the patient developed significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. The patient received significant medical treatment to care for related injuries. The patient never recovered from the surgery and continues to experience daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: patient presented with following pre-op diagnoses: discogenic pain l5-s1 and additional diagnosis as: conjoined l5 nerve root right side, l5-s1. For which, patient underwent following procedures: bilateral diskectomy l5-s1; posterior lumbar interbody fusion l5-s1 with donor patellar bone, bmp and spine remnant autograft, intraspinous wire l5-s1. Per op notes, dissection through the epidural fat revealed a conjoined nerve root on the right at l5-s1. The medium-dose bmp was then placed well anterior and the plif graft was impacted posteriorly. Bmp sheets were placed anterior prior to placing the graft. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.